Event description:
This case was reported via regulatory authority FDA (reference number: mw5067612) on 15-feb-2017. It was reported by a consumer and describes the occurrence of medical device removal ("surgery in order to remove essure properly") in a female patient who received essure. On an unknown date, the patient started essure. On (B)(6) 2017, the patient underwent a medical device removal (seriousness criteria hospitalization and clinically significant/intervention required) with cervix and tube specially removed . At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: now my life is forever changed because of essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and had to have a surgery in order to remove essure properly. This event is anticipated in the reference safety information for essure. This case was reported with very limited information. However, as she stated that had to have coils removed, the causality for this device removal was assessed as related. This case was regarded as incident since intervention was required (device removal). Other nonserious events were reported. A product technical analysis is being sought. No further information is expected from consumer.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and had to have a surgery in order to remove essure properly. This event is anticipated in the reference safety information for essure. This case was reported with very limited information. However, as she stated that had to have coils removed, the causality for this device removal was assessed as related. This case was regarded as incident since intervention was required 9device removal). Other nonserious events were reported. A product quality defect could not be confirmed but is considered plausible. No further information is expected from consumer.